Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off. The customer went to the emergency room (ER) the following day and was subsequently hospitalized for diabetic ketoacidosis (dka) with a blood glucose (bg) level up to 574 (mg/dl). During troubleshooting with low power alerts and low power alarm were confirmed in the history however, had not been addressed by the user by charging the device. The customer reportedly did not hear the alerts due to being asleep. While in the hospital the customer received insulin intravenously and fluids. The customer was released from the hospital on (B)(6) 2017.